Event description:
The procedure was completed with the same device connecting to a different monitor.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, new information was added to the following fields: d4 the customer reported that 7776154 was not the correct serial number (the correct serial number is unknown), e2, e3, g2 and the following corrections were made: b5 further event details were provided that were inadvertently omitted in the initial report. As the device serial number is unknown, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer was instructed by the olympus technical assistance center to check the connections going for the cv-190 to the monitor. However, the client was unable to check the condition of the cables at that time. A secondary monitor was attached to the tower and the image was visible. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, since the device was not returned for inspection, root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center monitor had no image, only a blue screen. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.